Event description:
It was reported that when the customer inserts a sensor the needle does not retract. It was stated that the needle stays in the customer's body. Customer has only had this problem with the sensors from this box. Blood glucose value was 12 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.